Manufacturer narrative:
B5 : narrative information. H6 : adverse event problem codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated on 18jul2024 that the patient had a driveline infection. They received intravenous (IV) antibiotics and had purulent drainage. The patient was admitted (B)(6) 2024, and they had pseudomonas treated with intravenous zosyn (piperacillin/tazobactam) and daptomycin.

Event description:
It was reported that the patient underwent routine transplant. The outcome was device or therapy related. The pump was explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B3 - date of event: corrected manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.